Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 440 mg/dl. The customer went to the emergency room (ER) for diabetic ketoacidosis (dka). The ketone level was considered as being dangerous by a healthcare provider. The contact did not know the cause of the high bg. The customer was treated with intravenous insulin and saline. After 6-8 hours, the customer left the ER with a bg level at approximately 115 mg/dl and were stable. The customer resumed pump therapy.